Event description:
The customer reported an issue with the cine feature not functioning properly. There is report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge board, cine hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.